Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: h6 (patient). Removed code for ambulation difficulties and replaced with no code available (3191) for joint instability and surgical intervention.

Event description:
Medical records 06/01/2018 reviewed. It was reported then that the patient's left attune knee was revised to address persistent pain and instability of his left knee. Radiographs demonstrated lucency beneath the tibial component. Revising surgeon reported that the femur and patella components were well-positioned and well-fixed, but the tibial component was loose, noting that the cement mantle had excellent interdigitation with the proximal tibia bone, but there was no bond between the cement and the tibial component. Femur, tibial base plate, and tibial insert products were revised; the patella was retained.

Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On oct 2, 2017: litigation record received. Litigation record reviewed. Patient was revised due to severe persistent pain, discomfort, instability, difficulty ambulating, aseptic loosening of the tibial baseplate. Litigation record indicates the loosening occurred at the cement to implant interface, at this time the cement manufacturer is unknown. The document also indicates that x-rays revealed the presence of radiolucent lines underneath the attune tibial baseplate prior to revision. Please note, product and lot numbers were not provided within the document. Updated 10-31-2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.